Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture pulled out of the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulling out of the vessel during needle plunger removal was confirmed as analysis of the device found that a posterior needle-to-cuff miss occurred as indicated by an undamaged posterior cuff with undisturbed tabs; an indicator the posterior needle had not entered the cuff. This would appear to the operator as if the suture had pulled out from the vessel, when in fact the suture was not delivered due to the posterior needle-to-cuff miss. Based on visual inspection and functional testing, of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.